Manufacturer narrative:
No serial number information on device. No reports of which device it is. Source of reporting left out detailed information. A lot of blanks on this report as no information provided.

Event description:
Information was received that smiths tracheostomy tube has a reportable event, as during trach change it was difficult to remove as the blue end came away from the tube causing difficulty removing tube. This would be a compromise in airway control and possible obstruction. No reports of additional intervention required.